Manufacturer narrative:
The evaluation for the device in question has not yet been completed. A follow up report will be filed in 30 calendar days to disclose any findings from the product's evaluation.

Event description:
While priming the adminstration set in question, the slide clamp broke.

Manufacturer narrative:
When this report was originally submitted, walkmed infusion assigned an incorrect device product code. Code "fpb" was incorrectly assigned, when "fpa" was the correct code. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting.

Manufacturer narrative:
No additional product evaluation information has been provided by the contract manufacturer of this product. On (B)(6) 2016 walkmed infusion initiated a voluntary medical device recall for the triton and triton fp infusion pumps (model numbers 300000 and 400000). As a result of these products being removed from the market, additional investigation was terminated.